Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the coagulation process is not interrupted, even if there is no tissue between the branches. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p93c2x. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of the coagulation process is not interrupted, even if there is no tissue between the branches. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.